Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia pd cycler set leaked at the connection to the heater bag. The patient stated that the connection was not tight enough. This occurred during fill of peritoneal dialysis therapy. Renal therapy services assisted the patient with ending therapy and removing all supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.